Event description:
When preparing for surgery, customer noticed that there was no "tubing" (cassette insert) between the chambers. Surgery was not delayed as another pack was used to complete. No effect on pt.